Event description:
It was reported that the 9600emi system will not play back cine runs. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, reloaded the software. The system was found to be working as intended and placed back into service.